Manufacturer narrative:
(B)(4). The reported condition was confirmed during product evaluation. The cause was not identified and no further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional information become available, a follow-up medwatch will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative reported a flogard infusion pump with a damaged door latch. It is unknown when this condition occurred in the nursing home. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.